Manufacturer narrative:
The median age of the patients was 67 years, with the interquartile range (iqr) being 61.5-70 years. The exact date of the event is unknown. Date of event was approximated to(B)(6) 2019 based on the month the manufacturer became aware of the event. The lot number was not reported; therefore, the manufacture date and expiration date are unknown. Presentation slide deck details yet-to-be-published data from trial named "a randomised feasibility study evaluating stereotactic prostate radiotherapy (sabr) in high-risk localised prostate cancer with or without elective nodal irradiation" additional information received on 01jul2019. Block d8 has been updated. Problem code 3009 captures the reportable event of gel misplaced, non-vascular. Conclusion code 4316 has been used in lieu of an adequate code for "device not returned". The complainant reported that the suspect device will not be returned; therefore, failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of events through early results of an investigator-sponsored clinical trial yet to be published. According to the preliminary information provided, spaceoar was implanted in 30 patients to demonstrate the feasibility of performing a randomised trial comparing prostate-only sabr to the addition of pelvic eni sabr in men with high-risk localised prostate cancer. In all procedures, spaceoar was implanted at the same time as three gold fiducials and six research biopsies were taken. All procedures were performed transperineally under local anesthetic and patients were given five days of ciprofloxacin antibiotics post-procedure. Reportedly, no study interventions were given in the month following insertion other than magnetic resonance imaging (MRI) and a computed tomography (CT) scan. One patient complained of transient pain and tenesmus during spaceoar injection. The patient was asymptomatic following the procedure. Seven days later, MRI showed rectal wall infiltration of spaceoar. The patient was taken off the trial. The patient received standard radiotherapy treatment with spaceoar in situ and experienced no unexpected or severe side effects. A grade 2 gastrointestinal (gi) adverse event of rectal wall infiltration was also noted. Reportedly, the patient was asymptomatic from day 1. Attempts to obtain additional information regarding these events have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The median age of the patients was 67 years, with the interquartile range (iqr) being 61.5-70 years. The exact date of the event is unknown. Date of event was approximated to (B)(6) 2019 based on the month the manufacturer became aware of the event. The lot number were not reported; therefore, the manufacture date and expiration date are unknown. Presentation slide deck details yet-to-be-published data from trial named "a randomised feasibility study evaluating stereotactic prostate radiotherapy (sabr) in high-risk localised prostate cancer with or without elective nodal irradiation". (B)(4). The devices have not been received for analysis; therefore, failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of events through early results of an investigator-sponsored clinical trial yet to be published. According to the preliminary information provided, spaceoar was implanted in 30 patients to demonstrate the feasibility of performing a randomised trial comparing prostate-only sabr to the addition of pelvic eni sabr in men with high-risk localised prostate cancer. In all procedures, spaceoar was implanted at the same time as three gold fiducials and six research biopsies were taken. All procedures were performed transperineally under local anesthetic and patients were given five days of ciprofloxacin antibiotics post-procedure. Reportedly, no study interventions were given in the month following insertion other than magnetic resonance imaging (MRI) and a computed tomography (CT) scan. One patient complained of transient pain and tenesmus during spaceoar injection. The patient was asymptomatic following the procedure. Seven days later, MRI showed rectal wall infiltration of spaceoar. The patient was taken off the trial. The patient received standard radiotherapy treatment with spaceoar in situ and experienced no unexpected or severe side effects. A grade 2 gastrointestinal (gi) adverse event of rectal wall infiltration was also noted. Reportedly, the patient was asymptomatic from day 1. Attempts to obtain additional information regarding these events have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.